Event description:
The doctor reports that the dental implant located in position number 26 failed because it fractured at the head. The doctor reports that the procedure was concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided.